Event description:
The customer tested his blood glucose and received a readings of 400 and 450 mg/dl using his contour ts meter. He retested using his elite meter and received a reading of 150 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. A new contour meter kit was sent to the customer.